Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/13/2013 and 9/9/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.